Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer from (B)(6) reported that within 4 minutes, he obtained blood glucose readings of 21.1 mmol/l on the contour next link 2.4 meter and 9.1 mmol/l on a different meter. The customer had no symptoms of hyperglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, in-house contour next test strips from lot # 9gpeg11c were used to perform testing. The returned meter was tested with the in-house test strips, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected meter and no manufacturing anomalies were found.